Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect, and determine the root cause. Customer complaint cannot be confirmed based on the information received. If the device sample becomes available, this report will be updated accordingly. Teleflex will continue to monitor and trend for similar complaints.

Event description:
Customer complaint alleges a disconnection of the connector from the tube. Alleged malfunction reported occurred during use. No report of patient harm. No report of necessary medical intervention. Patient condition reported as "fine."